Event description:
A pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the procedure and the procedure was performed as prescribed. The length of proximal neck was 36mm, diameter of aneurysm was 48mm x 44mm and terminal aorta was 18mm. On (B)(6) 2011, the pt complained of pain and CT revealed left iliac leg was occluded. On (B)(6) 2011, thrombus was removed with a balloon catheter and occluded area was dilated with a pta balloon catheter. However, it had no effect. Then another MFR's stent was placed in there and ballooning was performed again. It was confirmed blood flowed successfully with final angiography and the procedure was completed. The pt is fine after the procedure.

Manufacturer narrative:
Event is currently under investigation.